Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are/will be filed under separate medwatch report numbers. Na.

Event description:
Patient ID: (B)(6). This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation. The mean pressure gradient was 6mmhg. When inserting the mitraclip delivery system (cds) (10612r275), into the steerable guide catheter (sgc), the stabilizer was pulled too much and the sgc slipped from the left atrium to the right atrium. When removing the cds to try to approach the left atrium again, the clip got caught on the clip introducer (ci). A scratch was observed on the ci due to the interference with the gripper arm. A new ci and cds were used. Two clips were implanted without issue. A third clip (10324r249) was advanced to further reduce mr during deployment, when pulling the actuator knob, the cds jumped due to stored torque and the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Mr increased to 2+. No additional clips were implanted because the mean pressure gradient was already at 7mmhg. On (B)(6) 2021, prior to discharging the patient, echocardiogram revealed mr increased to 4+. The mr likely increased due to twisting surrounding valve leaflets because of the slda. The patient¿s condition was poor, due to the atrial septal defect and the worsened mitral stenosis. Medication was given to improve hemodynamics and increase blood pressure. Mitral valve replacement was performed on (B)(6) 2021. It is unknown if the steerable guide catheter worsened the fragile septum, resulting in a worsened atrial septal defect; however, the physician thinks the tissue was fragile because the needle was easily pulled out when the interatrial septum was punctured during the mitraclip procedure. The atrial septal defect was surgically treated. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are/will be filed under separate medwatch report numbers. Na.

Event description:
Patient ID: (B)(6). This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation. The mean pressure gradient was 6mmhg. When inserting the mitraclip delivery system (cds) ((B)(4)), into the steerable guide catheter (sgc), the stabilizer was pulled too much and the sgc slipped from the left atrium to the right atrium. When removing the cds to try to approach the left atrium again, the clip got caught on the clip introducer (ci). A scratch was observed on the ci due to the interference with the gripper arm. A new ci and cds were used. Two clips were implanted without issue. A third clip ((B)(4)) was advanced to further reduce mr during deployment, when pulling the actuator knob, the cds jumped due to stored torque and the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Mr increased to 2+. No additional clips were implanted because the mean pressure gradient was already at 7mmhg. On (B)(6) 2021, prior to discharging the patient, echocardiogram revealed mr increased to 4+. The mr likely increased due to twisting surrounding valve leaflets because of the slda. The patient¿s condition was poor, due to the atrial septal defect and the worsened mitral stenosis. Medication was given to improve hemodynamics and increase blood pressure. Mitral valve replacement was performed on (B)(6) 2021. It is unknown if the steerable guide catheter worsened the fragile septum, resulting in a worsened atrial septal defect; however, the physician thinks the tissue was fragile because the needle was easily pulled out when the interatrial septum was punctured during the mitraclip procedure. The atrial septal defect was surgically treated. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the unintended movement associated with the clip delivery system (cds) jumping resulting in the single leaflet device attachment/slda appears to be related to the user technique/procedural conditions (stored torque). Mitral valve insufficiency/regurgitation appears to be due to the procedural circumstances. However, a cause for the reported mitral stenosis resulting in hypotension cannot be determined. Mitral regurgitation, mitral stenosis and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention, medication required and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.